Event description:
On february 19, 2021, genmark was advised of unexpected negative results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and signal was detected for sars-cov-2. Details on a comparator method were not provided. Analysis: internal review of qc release data for affected eplex rp2 panel lot (lot no. 53809790) confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).

Manufacturer narrative:
This report is submitted to correct the narrative of the original report which inadvertently referred to an unexpected negative result. This report is intended to document an unexpected positive result. The narrative in this report is updated accordingly.

Event description:
On february 19, 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and signal was detected for sars-cov-2. Details on a comparator method were not provided. Analysis: internal review of qc release data for affected eplex rp2 panel lot (lot no. 53809790) confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).